Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited high threshold and high out of range impedance. No intervention or procedure was reported. No patient symptom was reported.